Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for blood glucose level of 359 mg/dl and the pump alarmed no delivery. Troubleshooting found that the cannula was bent. Customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined high blood glucose troubleshooting. No further details given.